Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-17186. Related manufacturer reference number 3006705815-2022-17187. It was reported that the ipg could not be set into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. The issue was resolved.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of lead a found a cam impression consistent with the use of a swift-lock anchor and a kink where three of the internal wires were broken. The distance from the cam impression to the fracture (broken wires) was measured to be approximately 34mm. When a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor. These fractures are consistent with an overstress condition that the lead was subjected to while still in vivo.